Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between approximately 50-100 mg/dl. Customer treated the low bg by eating yogurt. Allegedly, the customer's healthcare provider adjusted the pump's basal rates, causing the low bg. Tandem technical support advised customer to contact healthcare provider for further assistance adjusting basal rates.